Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. The user was advised to re-link the sensor. Based on our review of the data, we can see that the system is experiencing a period of instability. However, the system is showing improvement with better agreement in bg and sg after the re-link. The user was advised to continue using the system, calibrating as requested. No further investigation was required for this complaint.

Event description:
On 24 april 2025,senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
B4.date of this report 23 july 2025. G3.date received by the manufacturer? 23 july 2025. H6. Investigation findings updated to 3224.